Manufacturer narrative:
Additional information: plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
A peritoneal dialysis patient's contact reported the cycler alarmed for a patient line blockage during drain 3 of 4. The alarm could not be cleared and the current treatment was cancelled. A new setup was performed. During drain 0 of the treatment the patient drained 4,781 ml. The patient reported feeling bloated prior to the drain. The patient's prescribed fill volume is 2,000 ml. The cycler was replaced. During follow up the patient's nurse reported that the patient's bloating subsided following the large drain. The patient did not need any medical intervention. The reported large drain of 4,781 ml was 239% over the expected drain volume which resulted in a reportable device malfunction.